Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, urinary tract infection, vaginal bleeding, bacterial vaginosis, vaginal itching, vaginal discharge, anxiety, arthritis, bell's palsy, carpal tunnel syndrome, cervicalgia, depression, eczema, gallbladder sludge, gerd, lumbago, obstructive sleep apnea syndrome, back disorder nos, intervertebral disc desiccation and degenerative disc disease. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed/ abnormal bleeding (general)"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), bacterial infection ("infection (bladder/ urinary tract/vaginal)/ infection (other): bacterial infection") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed. At the time of the report, the dysmenorrhoea, genital haemorrhage, vaginal infection, urinary tract infection, dyspareunia and bacterial infection outcome was unknown. The reporter considered bacterial infection, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: essure insertion date and essure confirmation date both are same - (B)(6) 2005. In 2005 reported total bilateral occlusion (test not provided.) Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2005: essure confirmation test (unspecified) was conducted and results showed total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, urinary tract infection, vaginal bleeding, bacterial vaginosis, vaginal itching, vaginal discharge, anxiety, arthritis, bell's palsy, carpal tunnel syndrome, cervicalgia, depression, eczema, gallbladder sludge, gerd, lumbago, obstructive sleep apnea syndrome, back disorder nos, intervertebral disc desiccation and degenerative disc disease. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed/ abnormal bleeding (general)"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), bacterial infection ("infection (bladder/ urinary tract/vaginal)/ infection (other): bacterial infection") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed. At the time of the report, the dysmenorrhoea, genital haemorrhage, vaginal infection, urinary tract infection, dyspareunia and bacterial infection outcome was unknown. The reporter considered bacterial infection, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: essure insertion date and essure confirmation date both are same - (B)(6) 2005. In 2005 reported total bilateral occlusion (test not provided.) Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2005: essure confirmation test (unspecified) was conducted and results showed total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received. Reporter information, patient middle name, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("uti") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed. At the time of the report, the dysmenorrhoea, genital haemorrhage, urinary tract infection and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage and urinary tract infection to be related to essure (ess205). The reporter commented: essure insertion date and essure confirmation date both are same (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test (unspecified) was conducted, however, no results were provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : previously reported event of "injury to herself" was updated to genital bleeding. New events added, dysmenorrhea (cramping), dyspareunia, uti. Patient demographic added, essure insertion date updated, essure indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhoea') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed/ abnormal bleeding (general)"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), bacterial infection ("infection (bladder/ urinary tract/vaginal)/ infection (other): bacterial infection") and cystitis ("bladder infection"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure (ess205) was removed. At the time of the report, the dysmenorrhoea, genital haemorrhage, vaginal infection, urinary tract infection, dyspareunia and bacterial infection outcome was unknown. The reporter considered bacterial infection, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: essure insertion date and essure confirmation date both are same - (B)(6) 2005. In 2005 reported total bilateral occlusion (test not provided). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2005: essure confirmation test (unspecified) was conducted and results showed total bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-mar-2020: plaintiff fact sheet received. Reporter added. Added events - infection (bladder/ urinary tract/vaginal), infection (other): bacterial infection, dysmenorrhea (cramping). Updated reported term of events. Previously reported event genital haemorrhage was updated as non serious. Results of essure confirmation test added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.